Manufacturer narrative:
No additional data available for further investigation.

Event description:
Product used to pack a cavity wound - approx 15 -17cm length, 1 cm width. Upon removal of dressing wound was "squeezed" and plug was expelled from wound, followed by fresh bleed from wound. Patient found this painful. Dressing had been used previously with no reported problems.